Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient indicated that their device was not helping, and she wanted to go back to orals. The event occurred during normal use. The date of event was unknown. No troubleshooting or diagnostic testing was performed. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being none. The entire device system was explanted. The pump and complete catheter were explanted. The devices would not be replaced in the future. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medication (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The explanted devices were to be returned to the manufacturer. It was noted that the hcp had no further information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: 14-sep-2014, UDI#: (B)(4). Analysis of the pump revealed a failed lab dispense test / above specification. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 2 of 4 tests. Analysis noted the pump failed dispense accuracy testing twice at a rate of 300 ul/day. Analysis of the catheter revealed damage to the transition tube of the catheter body. Analysis of the catheter also revealed a user related dark residue occlusion in the dispensing holes of the catheter that was related to the event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: the conclusion code no longer pertains to the pump and was replaced. If information is provided in the future, a supplemental report will be issued.